Manufacturer narrative:
Company comment: the serious expected event of vascular occlusion was considered possibly related to the treatment procedure. Seriousness criteria include the need for medical intervention to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion. Potential contributory factor includes injection technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The serious event of vascular occlusion is described in the product instructions for use and is assessed in the product safety risk management file. It is stated in the IFU that vascular compromise may occur due to inadvertent intravascular injection or as a result of vascular compression associated with implantation of any injectable product. In the warning section of the IFU, it is also stated that this product must not be injected intramuscularly or intravascularly as localized superficial necrosis and scarring may occur after injection in or near vessels, such as in the nose and glabellar area. The reported event is considered expected but rare and is not assessed to have affected the current evaluation of acceptance of the risks associated with the treatment procedure. During the period 2019 through 2022, 8 similar reports (excluding the adverse event report of concern) of vascular occlusion and implant site necrosis were received following 5,905,787 supplied units of restylane lyft with and without lidocaine worldwide. One (1) report out of the 8 concerned an adverse event in the nose area. During the same period, no similar reports (excluding the incident of concern) of vascular occlusion and implant site necrosis were received following 8,028 supplied units of restylane lyft with and without lidocaine in the philippines. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by an other health professional, which refers to a male patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with 1 ml of restylane lyft lidocaine to nose using co-packed needle with the syringe (unknown lot number and injection technique) for nose augmentation. On (B)(6) 2022, the patient had experienced complication of vascular occlusion (vascular occlusion) secondary to filler and of moderate severity. The hcp treated the patient with co amoxiclav [amoxicillin trihydrate; clavulanate potassium] 625 mg, three times a day from (B)(6) 2022 to (B)(6) 2022 and aspirin [acetylsalicylic acid] 80 mg once a day from (B)(6) 2022 to (B)(6) 2022. On (B)(6) 2022, the patient received hyaluronidase [hyaluronidase] injection. On (B)(6) 2022, the patient received hyaluronidase injection again and applied ample amount of the prescribed mupirocin [mupirocin] ointment to the area. On (B)(6) 2022, the patient recovered from the event. Outcome at the time of the report: vascular occlusion was recovered/resolved.